Event description:
Surgeon scheduled a lengthening procedure for a patient and pre-op x-ray showed the ti proximal sleeve was broken. Patient was taken to the operating room and the proximal sleeve was removed, another sleeve was selected and the lengthening procedure was completed.

Manufacturer narrative:
The device raw material records were reviewed and were found to meet specification. The device history records were reviewed and shows parts met visual and dimensional specifications at the time of manufacture. The related features were measured and were found to meet specification.